Event description:
The device was implanted on (B)(6)2009, and was last checked in (B)(6) 2009. The device has tripped early eri. The patient recently had a CT scan done over the chest cavity, but has had no other treatments that might have affected the internal circuitry of the device. Device explant and return was recommended. This device was explanted on (B)(6)2010 and replaced with lumax 540 hf-t, (B)(4). On (B)(6)2010 - the device was returned for analysis.